Event description:
Customer having problems with bent cannulas and completely bent. Customer has had two emergency room visits due to high blood glucose and bent cannulas. The blood glucose reading at the time of the event was over 700 mg/dl. Customer stated that she changed infusion set and reservoir five times. The blood glucose level was still high after a bolus. The customer discovered bent cannulas each time. Hospitalized overnight. The current blood glucose reading is 45 mg/dl. Customer was extremely thirsty. Customer treated with food and temp basal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.